Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov1120155. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process coplied with the dmr. Test results of retention samples meet with qc criteria. The reported issue could not be found. Complaint is not verified.

Event description:
Invalid result (s). Customer recently purchased 3 flowflex covid tests and when performed all tests came up invalid and the instructions were followed correctly.